Event description:
It was reported the patient lost therapeutic relief from their device approximately one month prior to report. It was also stated the patient was treated for a urinary tract infection on (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot# v151684 serial# implanted: 2008-(B)(6) explanted: product typ lead product ID 3037 lot# (B)(4) implanted: 2008-(B)(6) explanted: product typ programmer. (B)(4).